Manufacturer narrative:
The pacemaker and the associated ventricular lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for these devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In particular the final acceptance tests proved the devices functions to be as specified. The returned device data and the related home monitoring data were analyzed thoroughly. The data documented right ventricular lead failures on (B)(6) 2023 at 09:25 am in bipolar configuration and on (B)(6) 2023 at 11:35 am in unipolar configuration, confirming the clinical observation. In addition noise was observed in the iegm of the right ventricular channel. The root cause for the clinical observation was not determinable based on all data available for analysis. However, the right ventricular lead integrity cannot be assured. Should the lead become available for analysis, the investigation will be updated.

Event description:
Lead noise/oversensing was seen on this lead. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.